Manufacturer narrative:
The reagent bottle leaked from an unknown source although the cap was not loose. (B)(4).

Event description:
An employee at beckman coulter, (B)(4) reported that liquid leaked from trace-klean ready to use cleaning solution. The operator was wearing ppe at the time of the event. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was reviewed, and the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.